Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reason. This ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reason. This ra lead was replaced. No additional adverse patient effects were reported. Additional information received indicating that this ra lead was damaged during the extraction procedure.